Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports that they've found crushed and thin tubes. The following information was provided by the initial reporter. The customer stated: the customer reported that the product (wingset 23g) found with crushed and thinned tubing.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 17-aug-2023. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cut tubing was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode cut tubing. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set customer reports that they've found crushed and thin tubes. The following information was provided by the initial reporter. The customer stated: the customer reported that the product (wingset 23g) found with crushed and thinned tubing.